Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a gas leak.

Manufacturer narrative:
E3 is unknown. Initially it was submitted as "yes" and "other healthcare professional. A getinge field service engineer (fse) evaluated the iabp unit. No issue found with unit. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.